Event description:
It was reported that during a percutaneous coronary intervention, the maverick otw balloon ruptured. The lesion was located in the non-tortuous, calcified, and 99% stenosed, mid to distal right coronary artery (rca). The physician attempted to cross the lesion with an excelsior catheter in preparation for rotational atherectomy. The physician was unable to cross the lesion with the excelsior catheter. The physician elected to perform poba instead of the rotational atherectomy. A lacrosse (10-1.3) balloon catherer was used without incident. The physician then attempted to use the maverick otw catheter. The physician encountered severe resistance while attempting to cross the lesion. After crossing the lesion, the maverick otw balloon failed to inflate to 6 atms. Upon removal, it was noted that the maverick otw balloon had ruptured. The number of inflations and to what atms is unknown. The procedure was completed with another of the same device. Patient status is listed as "good".

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time.